Event description:
I purchased a sleep apnea testing device from a company called daybreak. The device failed to collect data on numerous occasions, to such an extent that I do not believe the device was in proper working order. This was reported to the company, however the company was not responsive, and only informed me to continue taking tests. They have been extremely unprofessional and are not attempting in any way to fix the problem. Tests failed on other separate occasions.